Event description:
The customer reported the inability to create a fluoroscopic image. Investigation found that there was an "x-ray on in error" message displayed. This error is likely to result in an immediate loss of system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.